Event description:
A 2.5mm diameter by 24mm length s660 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. It was not possible for the stent to cross the target lesion, therefore, it was removed from the pt. A stent from another MFR was inserted and deployed in the left main coronary artery. The s660 stent delivery system was then re-inserted, but was unable to advance to the target lesion. Upon removal of the s660 stent delivery system, the distal end of the stent caught on the previously deployed stent in the left main artery. Subsequently, the stent dislodged from the stent delivery balloon. An angioplasty balloon was inserted and then was inflated to crush the stent against the vessel wall. The target lesion in the circumflex artery was treated with balloon angioplasty. The pt was reported to be fine post procedure and there was no add'l clinical sequelae reported related to the event.